Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells and haze/mist/vapor to be "low." No parts were returned for analysis. The assignable cause of the odor/smells issue and the haze/mist/vapor issue is likely the oil mist filter. The field service engineer replaced thies parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. (B)(4) will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the odor and haze issues. Unit meets specifications and was returned to service on 11/21/2016.

Event description:
A customer reported an event of haze and odor emitting from the sterrad® nx sterilizer. Two healthcare workers (hcw) experienced dizziness and headaches. The device was turned off, the doors of the room were opened, and the hcw¿s left the room for two hours. When they returned, both hcw¿s were reported to be ¿fine¿. Neither of the two hcw¿s affected received any medical attention or treatment, and continue to work in the same department around the sterrad. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.